Event description:
Consumer states the post that centers the seat and holds the seat to the main frame in the front of the chair. The welding came loose causing the entire wheelchair to fall backwards, crushing the cable wires that are part of the wiring harness.